Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that shock impedance measurements of the right ventricular lead exhibited low, out of range, high voltage lead impedance. Over a period of 15 days, the impedance values on the distal coil of the rv lead had decreased below the normal range. The lead was capped and replaced with a competitor at some point between (B)(6) 2019. The exact date of the procedure is unknown. The patient was stable and discharged.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019.